Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received may 10, 2019: the issue was noted intra-operative. The sheath was used, and the angio-seal body was not used. The protective cover of the angio-seal at main body head meant the bypass tube. Hemostasis achieved with the second angio-seal deceive and was good to deal with the case. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to report a correction in follow up no 1. In follow up no. 1 the e1 section was updated with information that was advertently filled in. The correct information is in the initial report.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube on the angio-seal device was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site and the vessel diameter were unknown. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.